Manufacturer narrative:
This event occurred in (B)(6). The serial number for the customer's e801 module was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number used with the e801 module at the investigation site was 386646 with an expiration date of 31-may-2020. Calibration and qc at the investigation site was acceptable. Assays from different manufacturers, in this case siemens, can generate different results. This relates to the overall setups of the assays, the antibodies used and differences in reference materials and the standardization methodology used. From the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned thyroid results for 3 patient samples tested for elecsys tsh (tsh), elecsys ft3 iii (ft3 iii), and elecsys ft4 iii (ft4 iii) on a cobas e 801 module. The 3 patient samples were submitted for investigation where discrepant results were identified for tsh, ft3 iii and ft4 iii between the customer's e801 module, the centaur method and an e801 module used at the investigation site. It is not known if any questionable results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation that an adverse event occurred.